Event description:
The patient presented to the clinic after receiving therapies. Device interrogation found noise on the rv lead. A decrease in sensing was also observed. X-ray revealed lead dislodgement. The lead was explanted and re placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.